Event description:
Pt was revised to address pain. The cup was well-fixed and positioned. No grey tissue inside ball or any signs of an inflammatory response.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.